Event description:
Patient underwent video-assisted thorascopic surgery with a lower lobe wedge resection. While stapling the superior segmental branch of the lower lobe, the few staples along the area of the branch did not fire adequately. The physician was able to control the area with pliers. Inflation of the middle and upper lobe was done to check for appropriate staple placement. After the surgery, the patient was extubated in the or and transferred to the recovery room with stable vital signs.